Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 21, 2006, the lay-user/reporter (patient's mother) contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialists (mas) spoke to the patient's father on december 22, 2006, to obtain/verify information. The mas also listened to the call between the reporter and customer care advocate (cca) to obtain/verify information. The patient uses an insulin pump containing "humalog" insulin. He tests himself approximately 10 times a day. On december 17, 2006, the patient took a bolus dose (unknown amount) of "humalog" insulin based on a meter reading. The patient's father could not recall what meter reading the patient had obtained in relation to the bolus dose. An unknown time later, the patient tested himself on the reported meter and got "280 mg/dl. "By that time, the patient's mother indicated that her son's bolus dose of insulin should have "passed" through his system. Within 1 hour of getting the "280 mg/dl" result, the patient began to feel shaky, dizzy, and could not get up from the floor. The patient's blood glucose was tested and a result of "129 mg/dl" was obtained. The patient was then treated with a "glucose tablet" but was not well enough to chew it. Next, he was given soda, which helped to relieve his symptoms. Within a 30-minute time frame while he was symptomatic and receiving treatment, the patient's blood glucose was tested several times. The patient obtained results of "70, 68, 110, 208, and 69 mg/dl." The patient's father did not know the specific details of the patient's insulin regimen or what meter results the patient had obtained prior to the event. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusions: the patient took a bolus dose of insulin based on an unknown meter reading. An unknown time later, the patient tested himself with a result of "280 mg/dl." Within 1/2 an hour, the patient developed symptoms of shakiness, and dizziness, retested with a result of "129 mg/dl," and received treatment to raise his blood glucose.